Event description:
The customer complained that some pt samples yielded weak false positive reactions with cell #3 of biotestcell 3. Three pt samples that had caused false positive test results were sent to us for quality control and the supposedly defective product was returned as well. Our quality control lab retested the allegedly defective sample of biotestcell 3 with the three pt samples using the 3-phase tube technique with incubations at room temperature and 37 degrees celsius. All reactions were negative. The pt samples were also tested using the gel method with anti-human globulin and in solidscreen ii on tango. The three pt samples reacted in both methods negatively, furthermore, the samples were tested in the tube technique at 4 degrees celsius. With this method all three samples reacted positively. Sample three reacted positively only with cell #3 while sample one and two reacted positively with all three biotestcell 3 screening cells. The allegedly defective sample biotestcell 3 was also tested with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control lab confirmed the allegedly defective lot of biotestcell 3 functions correctly. Our tests revealed cold antibodies in all three pt samples. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.